Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 20's mg/dl. Low bg causes were not known and the customer consumed glucose tablets to address bg. Reportedly, the customer hit their head and experienced cuts and bruises due to the low bg events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.